Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels for the past (B)(6). The customer was feeling nauseous, and had a blood glucose reading of 470 mg/dl. The customer also experienced a low blood glucose reading of 44 mg/dl. Later that night, the customer was taken to the hospital due to fluctuating blood glucose levels. The customer called back the next day to complete the troubleshooting. The insulin pump was programmed correctly, and it passed the prime and high pressure tests. Nothing further was reported.